Event description:
Six statlock devices from five patients were found to have the hard plastic "clip" portion separated from the adhesive foam portion of the device.in two of the events, the statlock device was included in a PICC tray received from the PICC manufacturer. In the four other events, the devices were opened separately, but the packaging was not saved. No lot numbers were documented as they are disposable devices. In one of the events, the loss of stabilization of the PICC line resulted in the patient needing another central venous catheter placed quickly by the physician, as the patient was on inotropes and other vasoactive medications. In that instance, it was determined that the statlock device may not have been the appropriate securement device because of the patient's small size (2.9 kg).in all instances, it appears that the way the hard plastic clip device was joined to the foam adhesive portion failed.======================manufacturer response for catheter stabilization device, statlock PICC plus foam (per site reporter).======================no response yet.